Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the pacemaker (pm) was under-sensing atrial fibrillation (af). The patient was asymptomatic with respect to the intended functions of the pm. No changes were made and there were no consequences to the patient.